Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): customer reports that a (B)(6) male was having a urodynamics urology procedure when the system failed to fluoro. Staff moved patient to another room where procedure was completed without further incident. No reported injury.